Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a display issue with the centrimag console was confirmed. The centrimag 2nd generation primary console (serial number: (B)(6) was returned to the european distribution center (edc) and was powered on and it was found that the display was not functioning as intended. Visual inspection revealed a piece of foam and fabric from within the housing of the console had become loose. The fabric and foam were removed, and the issue was resolved. A root cause for reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the centrimag 2nd generation primary console (serial number: (B)(6) and the console was found to pass all manufacturing and qa specifications. The 2nd generation centrimag system operating manual (rev. C) section 9 ¿ ¿emergencies/troubleshooting¿ provides instructions for operation when there is a need to exchange the main console or motor with a backup console or motor. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (rev. C) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. C) table 16 entitled ¿console alarms & alerts¿ addresses how to properly interpret and troubleshoot all system alarms. The 2nd generation centrimag system operating manual (rev. C) section 8.3 ¿ ¿recommended preventive maintenance¿ instructs users to regularly inspect the console for signs of damage and to return the console back for servicing if any damage is observed. Incidental finding: surge immunity issue ¿ vendor problem. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
E1- reporter name: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that centrimag therapy was initiated for the patient during heartmate 3 pump implantation. The reason for the centrimag therapy was stated to be not related to the left ventricular assist device (lvad) but was due to right heart failure. During a follow up visit in the intensive care unit (ICU), a display malfunction of the running centrimag console was recognized. The monitor was working. The patient was in process of weaning from temporary support. The console issue did not impact patient care. Temporary centrimag support was successfully discontinued on (B)(6) 2024.